Event description:
The customer reported an intermittent precharge voltage error. This conditions results in automatic shutdown. There is no report of death or injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.